Event description:
The following description of the event was copied from a mda adverse incident report received by carefusion from the (B)(6) on (B)(6) 2013. "Device administering CPAP with optimal pressures being achieved, then machine stopped, no pressure, disconnected patient from CPAP and administered 15lit via bag, mask valve with occasional breaths. Help obtained, switched to another CPAP machine." The following additional information concerning the event was received from the user facility via our 3rd party distributor in the (B)(6) on the (B)(6) 2013: "device has been running for approximately 72 hours then pressure stopped being delivered. Screen remained on. Pressure reading - 0 (zero) gave red alarm - audible. Parents mother said "don't worry, it will come back on in a minute." Device did not return to pressure. Patient swapped devices. Patient started greying, was bagged until the sipap was swapped. The same patient circuit was used." Unit settings: "ncpap, lpr = 10, hpr = 3, o2% = 70%".

Manufacturer narrative:
The foreign user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information provided by the user facility via a mda adverse incident report that carefusion received from the (B)(6) and additional information concerning the event that was received from the foreign user facility via our 3rd party distributor in the (B)(6). (B)(4). Carefusion is currently coordinating with our business partner in the united kingdom and the user facility to have the device returned to our palm springs facility for evaluation. Once the evaluation is complete, carefusion will submit a follow-up medwatch report.